Manufacturer narrative:
Manufacturing review - manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary - one glidepath catheter kit. Returned was a glidepath catheter, inner stylet, two end caps, a dilator and a tunneler were returned for evaluation. A visual evaluation was performed. The investigation is inconclusive for missing component, as the sample was received with the components without packaging. No peel-apart sheath was received with the sample components. However, due to the components being returned without packaging it is unknown whether the missing components could have been lost in clinical or packaging return procedure. The definitive root cause could not be determined based upon available information. It is unknown if clinical, manufacturing, or return shipping procedure contributed to the reported event. Labeling review - a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date (03/2020).

Event description:
It was reported that the peel-away sheath was allegedly missing from the product package. Therefore, another kit was opened and used to complete the procedure. There was no patient contact.